Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump touchscreen cracked after the user fell, after which the device was no longer functional and was no longer watertight; the user transitioned to multiple daily injections. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included collection of event details, confirmation of device nonfunction, and coordination for device replacement and return. Investigation of this case revealed screen breakage consistent with external physical damage to the touchscreen component, resulting in loss of usability and loss of water resistance. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.